Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Reportedly, customer inadvertently initiated a bolus which caused them to go low. Reportedly, emergency medical technicians were called and treated customer intravenously with fluids type was not known. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.